Event description:
Procedure performed was a lap chole. The gallbladder was being re-grasped in preparation for removal of the organ when the jaw fell off into the pt. After several attempts at retrieval, including an x-ray, the pt had to be opened for retrieval of the jaw. The jaw was removed and accounted for. Due to the surgery, increased pain medication was required. The pt did not suffer any adverse effects as a result of this incident.